Event description:
It was reported that the anesthesia workstation alarmed for leakage. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer. All four gas modules and the patient cassette were replaced. One of the four pressure transducer boards was replace preventative. The device was successfully tested and was returned to clinical use. None of the replaced parts were returned for investigation and we have not received the device logs. We have not been able to determine how the replaced parts contributed to the reported fault and we have not been able to establish the true cause of the reported issue.

Event description:
Manufacturer's reference number: (B)(4).